Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to get tampon out - vagina [foreign body in reproductive tract]. Tampon string broke. Had to get tampon out [complication of device removal]. Tampon string broke [device breakage]. Case description: consumer reported via email that the string broke on the tampon and she had to get it out. No serious injury was reported.